Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "the target bracket is warped, and the drill bit hits the nail right away.".